Event description:
It was reported that noise was observed on the right ventricular lead. A noise episode had been noted the previous year. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the inner insulation was abraded at 14.0 cm to 14.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. This damage likely contributed to the reported noise.